Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient registration from the admit discharge transfer (adt) system did not transmit to the bd pyxis enterprise server in a timely manner, which had led to the creation of a pyxis temporary patient visit at station 6b instead of linking to the adt generated visit for the same patient. A technical support specialist (tss) performed patient visit reconciliation within the dispensing web application by identifying the pyxis created temporary visit as the source and the adt generated or system created visit as the target, during reconciliation, all medication transactions were moved to the target visit, after which the temporary source visit was removed from the device and the complete medication history became accessible under the correct patient profile. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, one patient was not visible on all stations, and the customer stated that this may have been due to a user not properly reconciling the patient. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.